Event description:
Coroner's office reported when device removed after death, a piece of lead was attached to device and other piece was not. Coroner's office questioned when lead "fractured." Follow up with patient's physician reported patient at risk for sudden death, too small for ICD, waiting to grow enough to have epicardial ICD system implanted. Until then, treated with medication and vvi pacemaker. Home monitoring checks and last device interrogation in 2009 showed her pacemaker working fine, and there is no record lead was fractured prior to arrest. Physician reported patient was rarely paced as got older, was not dependent, and in "inhibited mode" most of time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. It was later reported there had been a lead warning in 2009. The following month, the patient's mother was giving patient a bath when patient fainted and arrested at home. The physician further reported paramedics arrived, saw vt, but thought it was artifact, and so patient did not receive any external shock. Unable to resusitate her once arrived at the hospital. The physician suggested lead "fracture" could have been from the resuscitation efforts or an inadvertent incision during removal of system post-mortem. There is no allegation from a health care professional that the death was device related. Per physician, there is no device or lead issue as relates to the death. The cause of death has been requested and not received.

Event description:
(B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. It was later reported there had been a lead warning in (B) (6) 2009. In (B) (6) 2009, the patient's mother was giving patient a bath when patient fainted and arrested at home. The physician further reported paramedics arrived, saw vt, but thought it was artifact and so patient did not receive any external shock. Unable to resuscitate her once arrived at the hospital. The physician suggested lead "fracture" could have been from the resuscitation efforts or an inadvertent incision during removal of system post-mortem. There is no allegation from a health care professional that the death was device related. Per physician, there is no device or lead issue as relates to the death. The cause of death has been requested and not received. Evaluation summary: (B) (4) distal conductor fractured. Partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. It was later reported there had been a lead warning on (B) (6) 2009. On (B) (6) 2009, the patient's mother was giving patient a bath when patient fainted and arrested at home. The physician further reported paramedics arrived, saw vt, but thought it was artifact and so patient did not receive any external shock. Unable to resuscitate her once arrived at the hospital. The physician suggested lead "fracture" could have been from the resuscitation efforts or an inadvertent incision during removal of system post-mortem. There is no allegation from a health care professional that the death was device related. Per physician, there is no device or lead issue as relates to the death. The cause of death has been requested and not received. Later review of device data revealed the lead impedance was stable until a time close to lead warning. "There were 115 open-circuit paces prior to the lead warning, which means there was intermittent connectivity with the lead." 15% of the paces after the warning were open-circuit paces. The pacing percentage was about 26%. Evaluation summary: (B) (4) distal conductor fractured. Partial lead in segments returned and analyzed.

Event description:
(B) (4).